Event description:
It was reported by the customer an unspecified device malfunction there was no reported negative pt impact.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.